Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that issues with charging the ins is resolved. Patient said they were reprogrammed from a to c program. When asked about the cause of ins battery getting 7 days between charges, but the patient was only getting 3-4 days, patient said that they had setting for a program 1-2-3-4 very elevated, thinking it would provide more pain relief.

Manufacturer narrative:
Continuation of d10: product ID m995402a001, lot# serial# (B)(6), product type product ID 97745 lot# serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that for about a month the patient has been noticing that the controller battery is not holding a charge. Caller stated that they saw medtronic representative time for programming and rep said the patient should get 7 days between charges, but the patient was only getting 3-4 days. Caller added that now the last few days the "controller" has been having to be charged every day. Caller noted that today when they plugged the controller into the ac power supply, the controller was down to 30% but charged to 100% in just an hour. Caller stated they've worked with a lot of batteries before, and they can tell this controller battery pack has "lost it's memory" because it should take a while to recharge. Agent had caller connect the controller to the implant. Caller confirmed the controller and implant were both at 100%. Caller insisted the controller battery was the one that was not holding a charge. Agent reviewed implant battery usage and programming. Caller continued to insist the controller battery was not holding a charge. The issue was not resolved. An email was sent to the repair department to replace the battery pack. Agent advised caller to follow up with their healthcare provider if they determine the implant battery is needing to be recharged more frequently. Caller mentioned that the patient had the controller replaced in the past.

Manufacturer narrative:
B5: section updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Patient stated the issue of charging ins is resolved. Controller was replaced.